Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose level was between 54-102 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.